Event description:
Alleged the brake/steer pedal migrates out of the brake position. The bed was in the delivery room with a patient on the bed when the alleged problem was discovered. The patient was moved off the bed as soon as the problem was discovered and was not injured.

Manufacturer narrative:
The technician replaced the brake detent to repair the bed.